Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'display voltage out of range'. Issue was discovered during pre-use checkout. No report of patient involvement.